Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, while using the real intelligence robotic drill, the message critical error: please contact robotic customer support popped up. After pressing ok, the real intelligence cori turns off. The situation repeated several times during the procedure. Surgery was performed after a delay greater than 30 minutes, with a change in surgical technique, using standard instruments. Patient was not harmed.

Manufacturer narrative:
Section h10: the real intelligence robotic drill, rob10013, (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was completed, and the reported problem was not confirmed, a critical error was not shown, and the console did not turn off. A kpc test and case were both completed without error. The device is functioning as intended. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may have been associated with a software bug within the console. Review of manufacturing records found no related non-conformances or anomalies associated with this serial number during production. Review of service records prior to the complaint date for the reported device identified prior service. The service record indicated the device met all specifications following completion of the service activity. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, nc, hhe/pra, field action review was completed. Prior escalation actions are not applicable to the scope of the reported complaint. In the event of a critical error, refer to the appendix c: warning messages and response outcomes in the real intelligence cori for knee arthroplasty user manual for resolution of this issue. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).